Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), lot: 7080382.

Event description:
It was reported that following a deep brain stimulator dbs lead implant procedure, a post-operative continuous tomography scan revealed that the patients right lead migrated 15 millimeters deeper. The physician assessed that during the cranial fixation process to secure the lead, the lead somehow migrated deeper. There were no symptoms due to the lead migration, however, the patient underwent a lead revision procedure where the lead was replaced. The patient was doing well post-operatively. The lead will not be returned as it was disposed of by the medical facility.